Event description:
The customer stated that her meter was reading with a decimal point. She had tested her blood glucose that morning and received a reading of 9.8 mmol/l. She noticed the decimal point, but thought her reading was low and lowered her insulin intake. She did not allege any adverse events. She was able to reset the meter to mg/dl, and no product will be returned.